Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged despite attempting multiple times with different cables and adapters. The customer's blood glucose level was 228 mg/dl. The customer continued using the pump for insulin therapy, but also had manual injections available.